Event description:
A caller reported experiencing a cartridge alarm 20 during the load process of their pump. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer by technical support. The customer was advised to program their pump settings and connect their cgm to the new pump. They were also instructed to return the problematic pump to avoid being billed, which the customer agreed to do. The customer planned to use mdi as a backup therapy to ensure insulin delivery is not interrupted.